Event description:
New information received noted that the capture anomaly was intermittent capture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to a capture anomaly.

Event description:
New information received notes that the patient was initially admitted with multiple appropriate shocks for ventricular tachycardia. It was noted that the rv pacing threshold was elevated suspected to be due to elevated potassium.